Event description:
The customer returned the hysterofibersscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the hysterofibersscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be established. It is likely the following led to the malfunction: an observed fluid leak on the device could have prevented the customer from properly reprocessing the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.